Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # cx01b, 510k #k163032, UDI# (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cementoplasty procedure at t12-l2 due to osteoporosis and vertebral fracture. Intra-op, after short mixing of the cement, the surgeon filled th12 (left side) with one bone filler (1,5cc cement), then l2 (left side) with one bone filler (1 ,5cc cement) and l2 (right side) with one bone filler (1,5cc cement); afterwards the surgeon filled l1 (left side) with one bone filler (1,5cc cement) and l1 (right side) with one bone filler (1,5cc cement). The filling of l1 needed a lot of power because the cement was hardening too fast. The remaining three filled bone filler could not be used because the cement was already hard.